Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. The 5x100mm armada 18 balloon catheter was prepared for use per instructions for use (IFU). No issues were noted. The device was connected to the inflation device and advanced into the patient anatomy without issue. No difficulties were noted advancing the device; however, it was noted that the device was leaking at the hub, where it was attached to the inflation device. There was no attempt made to inflate the dilatation catheter. The armada 18 was removed without difficulty. Outside the anatomy, the armada 18 was connected to a syringe and it was noted to be leaking. An attempt was made to inflate the device; however, the balloon would not inflate. A second unspecified armada 18 balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.